Event description:
Robotic gynecology procedure performed and raytec placed into patient through the robotic 8mm trocar into the patient's abdomen to soak up excess blood. There was difficulty removing the raytec from the trocar resulting in the raytec being split into three pieces. All three pieces were removed from the patient.